Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm which was stated staff set up primary line 14015 for treatment. Running with normal saline at 170 ml/hr. Staff noticed small amount of fluid leaking from top port on the 0.2 filter mid flush. Line changed and unfortunately discarded. The event occurred during use on patient. It was used for minutes. Someone became aware of the issue when fluid dripping from top port on the filter. The product was not reprocessed or re-sterilized prior to use. The product was contaminated or contain a biohazard or chemotherapeutic agent. There was patient involvement, and delay in therapy, but no adverse event. No one was harmed as a result of the reported event.

Manufacturer narrative:
The device was not returned for evaluation. The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.